Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that her first ins was replaced due to a device defect. No further complications reported. (B)(6) 2017 crts 3524883 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that her first ins was replaced due to a device defect. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.